Manufacturer narrative:
A steris service technician arrived on site and found that the water level sensors were not working properly. The service technician cleaned and rebuilt the water fill (solenoid) valve and sump float (chamber water level control). A test cycle was run and the unit was operational.

Event description:
The user facility reported their reliance cart washer was leaking water from the bottom out onto the floor. No procedural delays or cancellations reported. No injury to hospital staff or patients.